Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being produced could not be identified. However, it¿s likely the cause is related to a defective patient board set. The cause of the defect might have been related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed, but the cause could not be identified. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned to olympus the olympus, model cv-190, evis exera iii video system center for repair due to a report that the device was "not communicating". Upon inspection and testing of the returned device, it was found that no image was produced when the device was tested with olympus, model series 180 scopes. This report is submitted due to the finding that an image was not produced when the cv-190 was tested with olympus, model series 180 scopes. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a printed circuit board failure. Additionally, a software update was found to be necessary as version 3.01 was found installed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.